Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap in the adhesive between the acoustic lens and ultrasound probe was handling damage causing insufficient cleaning. The event can be detected/prevented by following the instructions for use which state: ¿warnings and cautions ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image of the evis exera ii ultrasound gastrovideoscope was not ok. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was a gap in the adhesive between the acoustic lens and ultrasound probe and a stain entered inside the lens due to the gap. The report is being submitted due to the gap between the lens and probe found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation the complaint was confirmed and the displayed ultrasound image was defective due to damage on the acoustic lens. Also, evaluation found the scope cover was discolored, water tightness was lost due to deformation of the scope connector and a scratch on the universal cord, the flexible printed circuit, ultrasonic connector, scope connector and electrical connector were corroded due to water leakage, the insulation resistance value did not meet the standard value due to a scratch on the scope cover and corrosion on the connecting tube, a flare occurred due to damage on the charged coupled device (ccd) unit, the bending section cover adhesive was cracked, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, this event is under investigation. A supplemental report will be submitted upon receiving additional information.